Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, red/brown particles and underweight. A microscopic analysis was performed which a crease sharp in the radius side. Based on the device analysis the final assessment is: a crease sharp in the radius side due to a fold flaw opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.